Event description:
It was reported a blood clot formed during revision surgery for an infection. The physician "forced the lead through and had to cut away the vertebrae" which resulted in pt paralysis. The pt is awaiting an MRI scan to determine the extent of damage. The pt currently resides in a nursing home. The pt outcome has not been reported. Add'l info has been requested, a follow-up report will be submitted when/if add'l info becomes available. Also ref MFR report # 2182207-2008-02641.